Event description:
It was reported that patient underwent an elbow arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 due to a fractured ulna component. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.